Manufacturer narrative:
Complaint information was received from health canada report (B)(4). No lot number was provided. Multiple attempts to obtain clarification and additional information from the initial reporter were not successful. The device was not returned for evaluation. Without a lot number a review of the manufacture records cannot be performed. Without clarification, the additional information requested, and an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. If the information requested is provided, the complaint will be reopened and investigated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When nurse removed the cap of the connection port of 28-year-old outpatient's central line to connect the dialysis lines to patient's central line (to initiate dialysis), the connection port fell off the central line. Patient's central line was replaced three days later.